Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a multibite biopsy forceps was used in the esophagus during a biopsy procedure performed on (B)(6) 2019. Reportedly, the patient had a history of dysphagia according to the complainant, during the procedure, the patient's mucosa was noted to be soft and was torn upon insertion of the scope. When the multibite forceps were pushed up against the distal esophagus, they punctured through the esophagus creating a 3-4 mm hole. The perforation was clipped closed and the procedure was completed with a radial jaw 4 standard capacity biopsy forceps. The patient was admitted to the hospital on (B)(6) 2019 due to the perforation.